Manufacturer narrative:
Updated information: b5 updated narrative.

Event description:
Update narrative: an impella 5.5 device was inserted via the right axillary artery in a 52-year-old male patient with cardiomyopathy and a history of renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the nurse reported that the sterile sleeve tore during a dressing change. The rn was changing purge cassettes per hospital policy. During insertion of a new impella cassette, the purge disc would not be recognized. The purge disc was confirmed to be seated in the purge disc holder appropriately, but the screen would not advance. The rn tried with a new purge cassette as well, but the system remained stuck at the same screen. A new console was brought in, and the purge cassette was set up with the new console, which worked. The impella cable was then switched to the new console. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Related report number. This is one of two devices associated with the event. Refer to 10 for the related report number(s).

Manufacturer narrative:
B5: added information regarding the devices return.

Event description:
The device will not be returning for evaluation.

Event description:
It was reported that an automated impella controller failed to read the purge cassette. A new purge cassette was attempted but also could not be read. A new controller was used to support the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.